Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was repositioned to a sub muscular pocket as the physician was worried that the device might erode. No further information was provided. The device was repositioned. No additional adverse patient effects were reported.